Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this artificial urinary sphincter (aus) was not working. As a result, the pump was explanted and replaced. No patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The pump was visually inspected, functionally tested, and leak tested. It met the criteria to pass both visual and leak assessments. During functional testing, the pump exhibited an output pressure reading below specification in the poppet pressure test. Additionally, the resistor flow rate test showed no fluid flow through the clear tubing, resulting in no measurable output volume, also below specification. The cuff was visually inspected and leak tested, with no anomalies observed. The balloon was subjected to visual inspection, functional testing, and leak testing. It met the criteria to pass both visual and leak assessments. Functional testing was not performed due to the absence of a lot number, which is required to determine the appropriate balloon specifications. The reported patient symptom of incontinence is a known risk associated with implant of these device as indicated in the instructions for use (IFU).based on the available information and analysis results, the pumps performance in the poppet pressure and resistor flow rate tests, both yielding results below specification, supports the reported clinical observation of a mechanical issue with the device.

Event description:
It was reported that the cuff of this artificial urinary sphincter (aus) was no longer closing, resulting in recurrent urinary incontinence. As a result, the device was explanted and replaced. No patient complications were reported.

Event description:
It was reported that the cuff of this artificial urinary sphincter (aus) was no longer closing, resulting in recurrent urinary incontinence. As a result, the device was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The pump was visually inspected, functionally tested, and leak tested. It met the criteria to pass leak test. The visual test found that the pump tubing had worn down to the filament. During functional testing, the pump exhibited an output pressure reading below specification in the poppet pressure test. Additionally, the resistor flow rate test showed no fluid flow through the clear tubing, resulting in no measurable output volume, also below specification. The cuff was visually inspected and leak tested, with no anomalies observed. The balloon was subjected to visual inspection, functional testing, and leak testing. It met the criteria to pass both visual and leak assessments. Functional testing was not performed due to the absence of a lot number, which is required to determine the appropriate balloon specifications. The reported patient symptom of incontinence is a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available and analysis results, the reported clinical observation of cuff, mechanical issue could not be confirmed; however, the pumps performance in the poppet pressure and resistor flow rate tests, both yielding results below specification could affect product performance.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The pump was visually inspected, functionally tested, and leak tested. It met the criteria to pass both visual and leak assessments. During functional testing, the pump exhibited an output pressure reading below specification in the poppet pressure test. Additionally, the resistor flow rate test showed no fluid flow through the clear tubing, resulting in no measurable output volume, also below specification. The cuff was visually inspected and leak tested, with no anomalies observed. The balloon was subjected to visual inspection, functional testing, and leak testing. It met the criteria to pass both visual and leak assessments. Functional testing was not performed due to the absence of a lot number, which is required to determine the appropriate balloon specifications. Based on the available information and analysis results, the pumps performance in the poppet pressure and resistor flow rate tests, both yielding results below specification, supports the reported clinical observation of a mechanical issue with the device.

Event description:
It was reported that this artificial urinary sphincter (aus) was not working. As a result, the pump was explanted and replaced. No patient complications reported.